Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: evolutpro-29, serial/lot #: (B)(6), ubd: 27-jun-2019, UDI#: (B)(4) product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was initially admitted for clinical evaluation prior to the transcatheter aortic valve implantation (tavi). The tavi was performed ten days later. Following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient complained of abdominal pain, and a spleen infarction was identified by computed tomography. No treatment was provided for the spleen infarction and the condition was resolving. The following day the patient complained of abdominal pain, convulsed, and required intubation. Diffusion-weighted magnetic resonance imaging identified multiple small infarcts. Medication was administered for the transient ischemic attack (tia) and two days after the valve implant procedure the patient fully recovered with no physical neurologic defects from the tia. The patient was discharged seven days following the tavi. The splenic infarction was resolved approximately one month after onset. Per the physician, the medtronic valve and dcs were possible contributors to the infarction and the transcatheter aortic valve implantation procedure had a causal relatedness. The patient's hospitalization was prolonged as a result.

Event description:
Additional information indicated that the transient ischemic attack (tia) was causal related to the valve. The spleen infarction now also reported as possibly related to the compression loading system.

Manufacturer narrative:
Continuation of d10: product ID ls-mdt2-2629; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na updated data: b2, b5, d10, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.